Event description:
It was reported that the customer was experiencing low blood glucose below 70 mg/dl, and the paramedics were called. The customer requested a rep to come home to check the insulin pump. Advised the caller if the device is faulty, a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.